Manufacturer narrative:
The investigation for the delivery issue has been completed. The impella was not returned for evaluation. However, clinical details were sufficient to determine the root cause of the issue. The root cause of the delivery issue was most likely patient condition related, impella 5.5 was not able to be placed due to the patient¿s vascular anatomy. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ d4-corrected model number, corrected UDI number f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 24-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that impella 5.5 was not able to be placed due to the patient¿s vascular anatomy. There was no patient harm.